Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection (site of infection not confirmed). Re-implantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). Device analysis report attached.